Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the central station did not generate any alarms during the night from (B)(6) 2023 to (B)(6) 2023 for the patient in room 506. The device was in use monitoring a patient at the time of the reported event. The patient passed away at 02:00 on (B)(6) 2023.

Manufacturer narrative:
A philips remote service engineer (rse) analyzed the pic ix clinical audit logs checking for modification of alarm limits, triggering of alarms (visual and audible). The information available and the testing conducted, there is objective evidence to conclude the device alarmed as expected. At the time of the death, around 2:00 in the morning, the spo2 and pulse alarms were disabled by the user. The philips patient information center ix has not caused or contributed to the event; however, it appears alarm management and awareness may have been a contributing factor as there was alarm acknowledgment to the monitor and central station. The device is operational and remains at the customer site. If additional information is received the complaint file will be reopened.